Manufacturer narrative:
The suspect medical device has not yet been returned to the manufacturer for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection in saline (turis) procedure, a fragment of the pressure ball broke off and fell inside the patient's body cavity. However, no fragment remained inside the patient since it was reportedly retrieved. No more information was provided, but there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/investigation. The evaluation/investigation revealed that the pressure ball was torn in two places at the distal end and showed a significant pressure mark. Furthermore, the pressure ball had been cut open by the customer. The cause of the initial damage is most likely improper handling while being inserted or removed from the glass reservoir. Therefore, this event/incident was attributed to use error. The case will be closed from olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.